Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a software error. Customer able to successfully clear the alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer was advised to program a 0.2 unit fill cannula into the air. Customer performed self test and pump passed the test. The insulin pump will not be returned for analysis.